Event description:
The pump was returned for investigation. Investigation revealed a dim and pink display screen. The battery compartment was also found to be cracked below the bumper pad. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 04/09/2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/09/2015 with the following findings: the battery cap was not returned; therefore, a test battery cap was used to complete investigation. Investigation revealed a dim and pink display screen. The battery compartment was also found to be cracked below the bumper pad. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.